Event description:
Customer reported a failed display on the spectrum monitor, which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the display. Performed all functional and safety tests.